Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 976393-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal pain, menorrhagia, irritability, submucous leiomyoma of uterus and headache. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, nausea, dysmenorrhoea, female sexual dysfunction and weight increased outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details, specify- approximately 1-2 trailing coils were noted upon removing the scope. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received :event weight gain was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 976393-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, nausea, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 976393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, nausea, dysmenorrhoea and female sexual dysfunction outcome was unknown. The reporter considered dysmenorrhoea, female sexual dysfunction, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: reporter¿s details updated and patient demographics and laboratory data were added. Essure indication updated. Added lot number. On (B)(6) 2015, she explanted essure. Injury events was updated to apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.